Manufacturer narrative:
MFR received a medwatch report copy. Facility reports the consumer had been educated regarding the dangers of smoking while on home oxygen. Pt reportedly attempted to light a cigarette while using an oxygen concentrator MFR by invacare. User reportedly burned his head, face, and arms as the result of smoking, while using MFR's concentrator. User was transported to a hosp reportedly had difficulties breathing. Patient expired due to respiratory problems secondary to incident involving burns.

Event description:
The medwatch form alleges the consumer was burned on his head, face, and arms as a result of smoking while using a home oxygen concentrator. The consumer allegedly passed away 4 days later due to respiratory problems. Secondary to the alleged incident involving the burns.